Event description:
It was reported that five months and nine days post a dialysis catheter placement, the device allegedly had a little emulsification in the extension tubing of the venous end of the catheter, but it did not affect the flow of dialysis. It was further reported that the extension tubing of the venous end of the catheter was allegedly found to be bending and deforming gradually, but it did not affect the flow of dialysis and there was no blood leakage locally. Furthermore, part of the catheter extension tubing could not be attached to the skin, and there were difficulties in fixing it. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 02/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.